Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. However, the device was found to have flickering and blackout image during the device evaluation. Based on the results of the investigation, a root cause of the b30 could not be identified as the failure was not confirmed during evaluation. Additionally, it's likely the flickering and blackout image occurred due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was showing communication error b30. The malfunction occurred during inspection for use and there were no reports of patient involvement.